Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, steerable guide catheter (sgc) was inserted into the anatomy. Post insertion, hypotension was observed due to perforation of femoral vein. The perforation was treated with stent implantation. Additionally erythrocyte concentrates and catecholamines were administered. The patient was transferred to intensive care unit and was reported to be in stable condition. Per the physician, insertion of the dilator or the sgc was contributory to the femoral vein perforation. The mr remained unchanged post procedure. There was no clinically significant delay reported.